Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2014), the patient¿s meter has been returned on 9/8/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a contrast issue with her onetouch ping meter¿s display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reported that the ongoing product issue first began approximately two months ago and specified that the product issue occurs when she has to test while in her car. According to the csr¿s documentation, the patient manages her diabetes with insulin pump therapy and as a result of the alleged issue the patient claimed she had to delay making any adjustments to her insulin. The patient denied developing any symptoms after the product issue occurred and reported testing with an alternate backup meter at an unknown time after the alleged issue began. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and noted the alleged issue was not resolved after replacing the subject meter¿s batteries or when adjusting the meter¿s settings. A replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.